Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis additional information: what were the indications for surgery? Asku what was found? Does the patient have any relevant history of surgical treatments?asku if so, what? What are the patient's age and sex?asku. What is this surgeon's pre-op and post-op regiment?asku. Did a hcp other than the primary surgeon fire the instrument? Not fired if so, whom? Was there a recent conversion to ees devices in this account or with this surgeon?no.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid resection procedure, before the device was used on the patient, the ancillary blue trocar was too stiff and they had difficulty removing it from the anvil. They completed the procedure with a new like device. There was no patient consequence reported.